Manufacturer narrative:
Unable to prime during prime/a33 test due to encoder signal out of phase. Device passed basic occlusion and displacement test. Unable to confirm motor error alarm due to prime anomaly. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a motor error. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. It was stated that drive support cap was normal and insulin pump was not exposed to high magnetic field. The insulin pump will be returned for the analysis.